Event description:
On june 7, 2023, fujifilm healthcare americas corporation was informed of an event involving ed-580xt. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) the distal end cap (dc-07d) detached from the distal end of a duodenoscope and fell into the patient's oral cavity. The cap was extracted by performing an endoscopy. The procedure was completed successfully without harm or injury. There is no death reported with the event.